Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A power management board was returned for which the customer was given the option of a part replacement or part credit. The v60 ventilator had a unit in which would not power on when part was installed and smoke smell detected by fse after part was installed. The device was not in use at the time of the reported problem. No patient or user harm was reported. We are unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.